Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was attributing their nausea to the implant of their device. It was noted that there was high and rising thresholds on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.